Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. The customer experienced low blood glucose symptoms of stomach pain, dizziness, and lightheadedness. At approximately 1:00pm the user tested his blood glucose and received a reading in the 100's mg/dl (exact value unknown). The customer's sister felt this result was too high, based on the user's symptom's, so the customer retested within 15 minutes, and received a reading in the 30's mg/dl (exact value unknow). The sister treated the customer with orange juice. Approximately 15-20 minutes after drinking the orange juice the customer felt fine. No medical treatment was required. The caller reported that a similar event occurred on (B)(6), 2023. The customer experienced low blood glucose symptoms of stomach pain, dizziness, and lightheadedness. At approximately 1:00pm the user tested his blood glucose and received a reading in the 50's mg/dl (exact value unknown). At approximately 1:10 pm, customer received a reading in the 100s mg/dl (exact value unknown). And at approximately 1:25 pm the customer received a reading in the 40's mg/dl (exact value unknown). The sister treated the customer with orange juice. Approximately 15-20 minutes after drinking the orange juice the customer felt fine. No medical treatment was required.